Manufacturer narrative:
A company field service engineer visited the hospital and replaced the n2o gas module. The investigation has not yet begun. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
(B)(4).